Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06079. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was advanced into a watchman® access system. The delivery system was in position and the closure device was deployed. The closure device needed to be recaptured; however, it was unable to be recaptured. The feet of the closure device were unable to be recaptured into the delivery system, so they unsnapped the delivery system and access system and removed the delivery system with the closure device fully contained. Once the delivery system was removed, they noticed pectinate muscle on the closure device. The same access system was used to complete the procedure with another delivery system and another closure device was implanted successfully. There were no patient complications and the patient's condition was good.